Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned to the manufacturer. Functional testing found that the component would not boot and there was an error message. The computer did not meet specifications.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system displayed error message sr manager failure followed by a system reboot. The system became unresponsive during reboot. Navigation was aborted as a result of the issue. There was a reported delay to the procedure of 90 minutes. There was no impact to patient.